Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asyls015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's port was accessed with the needle using a sterile procedure. A blood specimen was obtained and then the nurse flushed the line and noticed a leak near the yellow safety wings. The patient was de-accessed due to the leaking needle, then re-accessed with a new needle without incident. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the powerloc infusion set was confirmed, and the cause was determined to be supplier related. One 20gx0.75¿ powerloc infusion set was returned for investigation. Functional testing of the returned device revealed fluid leaking from the distal adhesive well between the wings. A microscopic examination of the infusion set revealed a partial separation of the adhesive from the distal adhesive well between the wings. The wings were dissected around the needle in order to examine the inner surface of the wings and tubing. Adhesive remained adhered to the external surface of the needle and within the extension set tubing. Variation in consistency was noted in the adhesive layer around the needle. The inner surface of the wings and extension set tubing revealed evidence that adhesive was applied through the wells during the manufacturing process. The dimensions of the extension set tubing and needle were within specification. The supplier was notified, corrective action(s) were taken to address this issue. This lot was manufacturing prior to implementation of corrective action(s). A lot history review (lhr) of asyls015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's port was accessed with the needle using a sterile procedure. A blood specimen was obtained and then the nurse flushed the line and noticed a leak near the yellow safety wings. The patient was de-accessed due to the leaking needle, then re-accessed with a new needle without incident. There was no patient injury reported.